Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.94 inr on (B)(6) 2012. The caller reported having pain in his right leg since (B)(6) 2012. On (B)(6) 2012 the caller reported testing and obtaining the results of 2.3 inr and 2.4 inr on his coaguchek xs system. He was admitted into the hospital on (B)(6) 2012 and diagnosed with a thrombosis. No treatment information available; caller is no longer in the hospital and his condition has improved. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).